Event description:
'Capture anomaly' and 'sensing anomaly' were reported. The lead was capped; no patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.